Manufacturer narrative:
(B)(4).

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml morphine at 0.0299 mg/day, 50 mcg/ml clonidine at 0.3 mcg/day, and 2.5 mg/ml at 0.015 mg/day via an implantable pump for non-malignant pain and degenerative disc disease. It was reported that due to a meningitis infection, the patient's pump replacement for end of service was cancelled. The onset of the infection was noted to be sudden and began in (B)(6) 2016. It was unknown if the infection was associated with a specific event and also unknown what tests were run. The pump was already programmed to minimum rate mode and there were no plans to replace or explant the pump at that time. It was unknown what actions or interventions were taken, what caused the meningitis, and the outcome of the event. If additional information is received, a follow-up report will be submitted.